Event description:
The affiliate reported a customer who had a suspected positive biological indicator (bi). The load was not entirely recalled and items not recalled may have been used on pts. The customer did not provide info regarding potential pt injury.